Manufacturer narrative:
Citation: faure m., et al. Surgically implanted aortic valve bioprostheses deform after implantation: insights from computed tomography. Eur radiol, 30 jan 2020; https://doi.org/10.1007/s00330-019-06634-6 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of multi-detector row computerized tomography (mdct) to determine the prevalence and degree of aortic bioprosthetic valve deformation. All data were retrospectively collected from multiple centers between 2007 and 2019. The study population included 152 patients (demographics not provided), eight of whom were implanted with medtronic mosaic bioprosthetic valves (no serial numbers provided) and one implanted with a medtronic avalus bioprosthetic valve (no serial numbers provided). Among all patients adverse events included: suspected endocarditis, suspected aortic regurgitation, suspected obstruction, and suspected bioprosthetic valve dysfunction requiring intervention. Based on the available information medtronic product may have been associated with the adverse events. Among all patients malfunctions included: bioprosthetic valve geometrical deformation/eccentricity. Based on the available information medtronic product may have been associated with the malfunctions. No additional adverse patient effects or product performance issues were reported.